Event description:
It was reported that the customer receives a no delivery alarm from his insulin pump every time he tries to bolus. The customer's blood glucose level was 315 mg/dl. He expressed that he had thirst as a symptom of high blood glucose levels. He treated with manual injection. Standard troubleshooting was performed. The customer was advised to change his infusion set and reservoir. Troubleshooting was not completed since the customer did not have a tubing clamp. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).